Event description:
It was reported that an episode of non-sustained ventricular oversensing was observed on the lead. The patient is pacemaker dependent and the oversensing inhibit pacing. Programming changes were recommended, however the patient was going to be scheduled for a device upgrade and it was noted that the lead would likely be replaced. No further information is available at this time.